Event description:
Pt receiving multiple treatments, one of which was ara-c and k. At some point in the infusion tube pt became aware of the bag having leaked. Fluids stop immediately and pum/tubing/remainder of fluid sent to local vendor for analysis-assuming MFR sould receive from biomed. They did not (evidently) received the product to evaluate nature of spill.